Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/13/2016 with the following findings: a review of the pump¿s black box data showed no evidence of cs 006 call service alarms. The cs 006 call service alarm is defined as an eeprom write failure (electrically erasable programmable read-only memory). During testing, the pump powered up to a hard ¿cs 006¿ alarm during the rewind step therefore the investigation was able to duplicate the initial complaint about this alarm. It was also observed that the pump memory test revealed a defective eeprom u22 component. The pump¿s cover was removed and no intermittent conditions were found on the printed circuit board (pcb). The investigation could not be completed fully because of the cs 006 alarm. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a 006-f004450 alarm code. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.